Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-01193 and 3005099803-2010-01196. It was reported to boston scientific corporation on (B)(6), 2010 that three c.r.e. Wireguided balloon dilatation catheter devices were used during a duodenal dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cre balloon was not properly deflated and as a result, the device got stuck in the scope. The procedure was successfully completed with a fourth c.r.e. Wireguided balloon dilatation catheter. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found no damage to the catheter shaft. The detached balloon was not returned with the catheter shaft. Water was injected through the balloon lumen using an alliance syringe to determine if there was an obstruction to the flow of inflation media. Water passed through the catheter and exited at the end of the shaft (area where the balloon was removed), which confirmed that there was no blockage. The complainant reported that the balloon could not be fully deflated during the procedure and became stuck in the scope as a result. The dfu states that a vacuum must be applied to the balloon for deflation, however the balloon was not properly deflated (vacuum was not applied/maintained). It is probable that the balloon could not be removed from the scope as a result of an insufficient vacuum. The root cause of this complaint is use/user error.

Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-01193 and 3005099803-2010-01196. It was reported to boston scientific corporation on (B)(6) 2010 that three c.r.e. Wireguided balloon dilatation catheter devices were used during a duodenal dilatation procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the cre balloon was not properly deflated and as a result, the device got stuck in the scope. The procedure was successfully completed with a fourth c.r.e. Wireguided balloon dilatation catheter. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.